Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital policy. Should additional information become available, it will be reported in a supplemental report. Not returned to manufacturer.

Event description:
It was reported patient was revised due to a loose cemented stem. Cup removed due to malposition.

Manufacturer narrative:
An event regarding loosening of the stem involving an omnifit stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. It was reported that the patient was an oncology patient with poor bone quality. Further information such as: x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported patient was revised due to a loose cemented stem. Cup removed due to malposition.